Event description:
A ventilator was returned to a third-party service center for evaluation. There was no harm or injury reported. During the evaluation a service required alarm condition indicating an air flow sensor failure was observed in the device's downloaded event log. The device's oxygen blending module board was replaced to address the issue. Additionally, not related to the reportable issue, an alarm indicating the motor capacitor needed replaced. The device will continue to operate as designed. The capacitor was replaced to address the issue. Several components were replaced due to damage or contamination. The device was tested and passed all final testing.